Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc evaluated the instrument data, that indicated several aliquot probe errors occurred during the event. The customer stated that they suspected sample tubes were from an outpatient lab, where they are spun prior to shipment. The ccc dispatched a siemens customer service engineer to inspect and clean the aliquot probe. The cause of the discordant calcium results is unknown. The customer successfully repeated the samples. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant calcium (ca) results were obtained on multiple patients on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ca results.